Manufacturer narrative:
The concerto coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of hepatocellular carcinoma (tumor), this coil would not detach with using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The coil was pulled out from patient together with the microcatheter. The physician did not use instant detacher to detach the coil. No patient injury was reported.

Manufacturer narrative:
The concerto coil was returned for evaluation inside of a fed ex padded pouch and within a yellow shipping envelope. The contents of the yellow shipping envelope were removed. The concerto coil was found to be within the opened concerto coil inner pouch and inside of the concerto coil outer carton with the concerto coil instructions for use (IFU). The concerto coil was returned for evaluation outside of and without the introducer sheath. The concerto coil pushwire was found to be broken into two segments which were not retained together by the release wire. (Proximal pushwire segment): the pushwire segment was measured and found to be approximately 6.4cm in length. The tack weld replacement (twr) crimps were found to be intact; however, the pushwire segment was found to be bent at approximately 1.3cm and 2.2cm from the proximal end. The broken distal end was found to be jagged with the release wire extending out. The coin was measured in 3 locations and was found to be within specifications. Specification dimensions for the coin are: @ 0.063mm: 0.063mm-0.089mm; @ 0.127mm: 0.075mm-0.105mm; @ 0.275mm: 0.086mm-0.108mm. Measured 0.074mm @ 0.063mm; measured 0.084mm @ 0.127mm; measured 0.086mm @ 0.275mm. (Distal pushwire segment): the distal pushwire segment was measured and found to be approximately 178.3cm in length. The pushwire segment was found to be bent at approximately 13.3cm and 135.0cm from the proximal end. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be damaged. Per the reported information, the implant coil was not returned as it was discarded. The outer jacket was then removed. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. Specification dimension for the lumen stop inner fit ID is 0.00220" minimum, and for the lumen stop inner fit ID is 0.0029" maximum. The lumen stop inner diameter (ID) was measured to be 0.00264". The retainer ring inner diameter (ID) was measured and found to be within specification. Specification dimension for the retainer ring inner diameter = 0.00455"+/- 0.00010 ". It was measured 0.00463". The customer did not break the pushwire distal to the break indicator as the pushwire was found to be broken at approximately 6.5cm from the proximal end. It is likely that the break in the pushwire at an incorrect location led to the difficulty during detachment by the manual method of detachment (via hypotube). The customer reported that they did not utilize an instant detacher as directed in our instructions for use (IFU). If information is provided in the future, a supplemental report will be issued.